Event description:
It was reported that the patient experienced a shocking sensation shortly after the implant of their implantable neurostimulator (ins) system. It was stated that the shocking was caused by a "fluid short" and that the lead may have pulled loose when the patient when he was stretching. The lead was then replaced and it was reported that the patient has had therapy ever since but only used the therapy periodically. If additional information is received, a follow up report will be sent.

Event description:
Follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. An appointment was noted for (B)(6), 2013 and every 45 days. It was noted the patient had a pacemaker, med pump and two stimulators. The patient had a cardiologist and pain management doctor but had not had a doctor for the stimulator for the last six years. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Original report had deep brain stimulation as therapy and spinal cord stimulation is the correct therapy.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# uknown, product typ lead, product ID 7496-51, serial# (B)(4), implanted: 1995-(B)(6), product typ extension. (B)(4).